Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection was performed and a cut at the tubing was observed. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink system continu-flo solution set leaked onto the patient. The device contained an unspecified medication. To resolve the issue, the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.